Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient thought "there was an issue" with their pump and they wanted the pump checked. They felt abdominal pain in the area of the pump and says it is swollen. The nurse with the patient stated it didn't look swollen to her. No alarms were noted. No further complications were reported.

Manufacturer narrative:
***Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that there was no issue with the pump. No further complications have been reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***